Event description:
It was reported that the pump had a travel course error. The event occurred during preventive maintenance and there was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there were no repairs in the last 12 months. Visual inspection did not identify any relevant anomalies related to the complaint. Functional testing confirmed the complaint, with alarm history verifying the reported issue. The root cause was identified as worn drivetrain components. The motor, leadscrew, clutches, and worm coupling were replaced to correct the issue.